Event description:
The customer's wife called to report that the customer passed away due to cystic fibrosis. The customer was not wearing the insulin pump at the time of his death. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of the specification range. Unable to determine the root cause. The insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery test.